Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components. Muscle and fibrous tissue laxity can also contribute to these conditions." The following sections could not be completed with the limited information provided. Expiration date - unknown.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 1991. Subsequently, patient was revised on (B)(6) 2013 due to chronic dislocation as a result of poly wear. The modular head and liner were removed and replaced.